Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 05-dec-2014: this initial case concerns a female patient who developed infection in the knee while receiving synvisc. Since the event onset date was not provided; therefore, a definite temporal relationship could not be denied. However, lack of detailed information regarding patient's medical history, concomitant medications and concurrent conditions precludes a comprehensive assessment of the case.

Event description:
This solicited device case was received on 02-dec-2014 from a consumer via ent support program. Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc. This case involves a female patient (unknown age) who had infection in the knee after receiving treatment with synvisc. The patient had history of previous treatment with synvisc. The medical history, concomitant medications or concurrent conditions were not reported. On an unknown date in (B)(6) 2014 (3 weeks ago on (B)(6) 2014 approximately), the patient received treatment with synvisc injection (dose, frequency, route, indication, batch/lot number and expiration date: not reported). On an unknown date, the patient had an infection in the knee from synvisc. It was further reported that the patient had a few synvisc injections before in the past adn this was the first time she had an infection. Action taken: unk. Corrective treatment: not reported. Outcome: not recovered. Seriousness criterion: important medical event (ime). No further information was available. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4).